Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent implantation of a ventricular assist device (vad) on (B)(6) 2022 and had ventricular tachycardia (vt) mapping and ablation. After the surgery, the patient had several episodes of vt and shocks. Lidocaine and amiodarone were started intravenously. The patient was given inhaled nitric oxide. Additional information revealed had suspected bacteremia. The patient had a slight increase in white blood cells (wbc) and temperature. They were started on empiric antibiotics. Sputum and blood cultures were taken. The sputum sample returned positive while the blood and nasal swab returned as negative.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported cardiac arrhythmia and infection could not be conclusively established through this investigation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists cardiac arrhythmia and various forms of infection as adverse events, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 20oct2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information revealed the patient was cardioverted and lidocaine and amiodarone have been continued. The patient's implantable cardioverter-defibrillator (ICD) settings were changed. The arrhythmia existed prior to the left ventricular assist device (lvad) and the ICD was implanted prior to the lvad. The infection was ongoing on time of study completion/withdrawal.